Event description:
Found during testing. According to the report, the device would not power up in battery. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined root cause for the reported incident was an electrically leaky filter, designator fl4.